Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a zmb00 28.5 diopter intraocular lens (iol) was explanted from the patient's right eye approximately seventeen weeks (17) post implant due to unexpected post-op refraction. The unexpected post-op refraction was not a lens related (product) issue. The iol was replaced with another zmb00 iol of a lower dioper power (27.5). There were no complications reported and the patient is very happy with the results and everything is fine.

Manufacturer narrative:
Corrected data: as a result of follow up with the site contact the date of the event and date of explant were corrected. (B)(6) 2014; (B)(6) 2014. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.